Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" on the autopulse platform (sn (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported system error was due to a defective processor board. Unrelated to the reported complaint, a cracked front enclosure cover and a bent battery lock on the ap platform were observed during visual inspection. These types of damages on the ap platform can occur due to normal wear and tear. The damaged parts were replaced. The autopulse platform is a reusable device and was manufactured in june 2007. The device has been operating for 11 years and has exceeded its expected serviceable life of 5 years. The archive data review indicated system error (latch error 136) was observed, thus confirming the reported complaint. The initial functional testing could not be performed due to unclearable error message. Thus, confirming the reported complaint. To remedy the issue, the processor board was replaced. The ap platform was retested and passed all functional tests. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number 20366.

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. The users were unable to clear the error message. No patient involvement.